Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose and the insulin pump was not working. The customer's blood glucose level was 27 mmol/l and was treated by bolus. The customer declined troubleshooting for high blood glucose. The customer was advised to revert to back up plan. The customer also reported that the insulin pump was suspending automatically and the bolus in not being delivered. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected bolus stopped alarm or prime or fill anomaly noted during testing. (B)(4).